Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 450 mg/dl. Customer attempted to self-treat with a correction bolus via the pump, however was treated intravenously with fluids of saline and insulin and a supply change at the hospital. Customer was released from the hospital on (B)(6) 2023 with issue resolved and no permanent damage.